Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Additionally, based on the results of the investigation, it is likely that the convertor cooling fan did not rotate due to a faulty convertor. However, we could not conclusively identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source exhibited main lamp does not light and a reboot of the system. The moment when the issue occurred is unspecified. There were no reports of patient harm.